Event description:
Patient was revised to address pain, metalosis, and stem loosening. Update ad 29 jun 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. Ppf alleges bone fracture and infection. According to ppf, only the head and liner were removed on (B)(6) 2014. Added account name, facility name and associated contact. Dor: (B)(6) 2010 - dor: (B)(6) 2014 (right hip)

Manufacturer narrative:
Product complaint # (B)(4). This device was reported in error on mrn 1818910-2019-93184. Further follow-up reports will continued to be reported under the new mrn. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence cannot confirm the reported allegation. No signs of implant loosening or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.